Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, skin necrosis of the nose and glabellar area (injection site necrosis) was assessed as meeting the reporting criteria of permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Citation: lee js, kim jy, jung c, woo sj. Iatrogenic ophthalmic artery occlusion and retinal artery occlusion. Progress in retinal and eye research. 2020 mar:100848. Doi: 10.1016/j.preteyeres.2020.100848.

Event description:
This case was linked to 3013840437-2020-00044, 3013840437-2020-00045, 3013840437-2020-00046, 3013840437-2020-00048 referring to the same literature article. This literature report from korea concerns a (B)(6) female patient. She was treated with hyaluronic acid into the glabellar area. After the treatment with hyaluronic acid, the patient experienced a right ophthalmic artery occlusion. Within the following two weeks, the patient developed a skin necrosis of the nose and glabellar area. The outcome of the event was not reported. In the opinion of the authors, iatrogenic ophthalmic artery occlusion is a rare but devastating ophthalmic disease that may cause sudden and permanent visual loss. Understanding the possible etiologic modalities and pathogenic mechanisms of iatrogenic ophthalmic artery occlusion may prevent its occurrence. Follow-up information was received on 28-mar-2020: the reporter informed that he did not have the information of all the fillers commercial names, that had been used in this literature case. According to the reporter, after searching the list of fillers they reviewed, they were not able to find the company filler on the list.